Event description:
It was reported that prior to a ptca procedure, the shaft of the catheter kinked and subsequently broke during removal from the packaging hoop. No pt injuries or complications occurred.